Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. Result of investigation: the reported issue (internal battery lasted only for 10 minutes) was confirmed by 3rd party carefusion certified service technician. Reported issue was resolved by replacing internal battery.

Event description:
The customer reported complaint on lap top ventilator functioned on internal battery for only 10 minutes.